Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The pt was said to have previously undergone a billroth ii operation of which the user facility was reportedly unaware. The user facility reported that the duodenum wall of the pt may have become thin due to the previous surgery, and that the perforation had likely occurred during device manipulation within the duodenum. The subject device was reportedly discarded by the user facility, and was not returned to the original equipment MFR (OEM) for eval. The cause of the reported phenomenon could not be conclusively determined, but pt's preexisting condition and improper user technique could not be ruled out as the contributing factor. The mfg history of the subject device was reviewed and no irregularities were noted. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic endoscopic retrograde cholangio pancreatography (ercp) procedure, the subject device was used in conjunction with an olympus (B)(4) endoscope, and the duodenum wall appeared to be perforated on the endoscope image. The procedure was said to have been aborted, and a CT scan was reportedly performed. The pt underwent a surgical operation for the perforation which was said to have been completed successfully and the pt was reportedly in good condition and was expected to be soon discharged from the hosp.